Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of infusion blood set is leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 21036043 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp bld180m 15d ss leaked. The following information was provided by the initial reporter: "customer reports bd pump infusion blood set leaking."